Event description:
Customer's husband states that the customer attempted to use her meter but was unable to obtain a result due to an error. Customer attempted to use the device at around 1:45 p.m., but obtained an error. Strips used were not expired. Customer was not feeling any symptoms at the time. About 2 hours later, customer went to the hospital where they obtained a reading over 400 mg/dl on their meter. Customer was treated with 1 liter of fluids and an injection of 10 units of insulin (type not provided). Customer was monitored and released from hospital at 5:30 p.m. The same day. Requested return of suspect device and strips, and replacement was sent.